Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had emergency medical service for the high blood glucose. The customer¿s blood glucose level was 307 mg/dl. The customer reported that they had no delivery alarm and inserted new set , reservoir. It was reported that they had high blood glucose and contacted doctor. The customer was advised to discontinue the insulin pump and revert back to back-up plan as per health care professional instruction. The insulin pump will be returned for analysis. Frn-mmt326-rsvr, unomed mmt-399.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted.(B)(4).